Manufacturer narrative:
Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a blank display after being exposed to ocean water. The customer also reported that the insulin pump had a crack on the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a stained keypad overlay, a cracked case behind the insulin pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The insulin pump was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:56:00.000 alarm alert notification, (B)(6) 2021 07:56:34.000 alarm alert cleared, replace battery alert on (B)(6) 2021 04:26:00.000 alarm alert notification, (B)(6) 2021 04:36:00.000 alarm alert notification, replace battery now alarm on (B)(6) 2021 04:57:00.000 alarm alert notification, (B)(6) 2021 05:07:00.000 alarm alert notification and power loss alarm on (B)(6) 2021 08:04:55.000 alarm alert notification and (B)(6) 2021 08:05:13.000 alarm alert cleared. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the motor and electronic assembly noted. No corrosion or moisture damage on the battery tube and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump powered up properly after battery installation. No blank display noted. However, corrosion was found on the motor and electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The insulin pump was exposed to moisture. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insert battery alarm did not displayed on the screen. Customer stated contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.